Event description:
The following report has been reported to hamilton medical ag: during morning test, black screen, akustical alarm and no reaction of the power switch. Shut down the unit only posibile by carry out the batteries and the power coard from the wall. After the restard all systems work normal. No patient connected during the event. Issue could not be reproduce. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.